Manufacturer narrative:
H3: no device or device photo was returned for investigation. Due to this, no root cause was determined. No device history record was reviewed since lot number was not provided. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the pwd contacted patient support to report an issue with cleo 90 infusion set and suspected a problem with the cannula from the infusion set applied on monday. Although his cgm readings were outside the correction range, they were not elevated enough to replace the infusion site early. When the pwd later went to change the site and discovered that the cannula was missing and now reports pain at the infusion site. The pwd believes the cannula may still be lodged in the subcutaneous tissue. There was no patient injury.